Manufacturer narrative:
B3: date of event - estimated as the (B)(6) 2023 as the commenter noted the strokes to have occurred this past summer. D6a: implant date- estimated as 2021 as the date of the implant is unknown, but the social media comment notes that this implant occurred a few years prior to the comment.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. A few years post implant, the patient had three strokes. No further information was provided.